Event description:
The customer reported that sparks/smoke originated from the bipolar resection cord during a turp. The procedure was stopped, then continued with no harm to the patient. During covidien's preliminary investigation of the cord, a hole was identified in the side of the connector thus failing hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.